Event description:
Boston scientific was regarding a patient who experienced high impedances, as such, the medtronic lead and extension were explanted by dr. (B)(6). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).